Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. Evaluation observed that the output of the keypad is not working properly. A device history review revealed no issues that could have caused or contributed to the reported issue. Evaluation determined the symptom to be caused by a failed keypad and therefore the keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a problem with the keypad output which was not working properly. There was no known patient injury or medical intervention associated with this event. No additional information is available.